Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-00986 and manufacturer report #3005099803-2014-00987 for the associated device information. It was reported to boston scientific corporation that two resolution clip devices were used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, two hemostatic resolution clips failed to release from the catheter. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.